Event description:
The complaints team received a literature publication from krakow found entitled: "how to unfold a folded large-bore sheath after impella-supported percutaneous coronary intervention". The publication discussed a patient who had impella support and during the implant, the impella sheath could not deliver, the 14f isleeve sheath by boston scientific was implanted. Support continued. During the removal of the pump, the pump was stuck within the isleeve sheath and could not be retrieved. Staff delivered a long shaft peripheral 4.0 × 40 balloon, which was inflated at the site of resistance. Then, after partial removal of the sheath, the impella was successfully removed. Furthermore, angiography showed a minor dissection of the right external iliac artery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D4: model number, serial number, catalog number and lot number are unknown. D6a & d6b implant and explant dates are unknown. H4: device manufacture date unknown.

Manufacturer narrative:
The investigation has been completed. No product was returned. The cause of the introducer insertion issues was most likely patient condition related due to the noted tortuosity and calcification of the iliac vessels. The cause of the pump removal issues was the use of a sheath that was not indicated for use with impella. The cause of the issue was not determined since product was not returned and insufficient clinical details.